Event description:
Information was received that a smiths medical pneupac parapac ventilator had "broken knobs" and unspecified "pressure issues". No adverse patient effects were reported.

Manufacturer narrative:
One pneupac ventilator was returned for analysis in used condition. Upon visual inspection the pressure knob was found to be missing; confirming the complaint. The manometer was observed to be not properly centered, the faceplate was bent and the gray bezel was cracked. Based on the evidence the complaint was confirmed and the root cause was found to be due to user interface. The pressure issue complaint was not confirmed as the device passed functional checks.